Event description:
It was reported that the downstream occlusion quiescent voltage rested at approximately 1-2 mega volt. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) quiescent voltage rested at approximately 1-2 mega volt. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Cassette not attached properly error was found in event log. Primary complaint was confirmed through functional testing. Probable cause was a failed downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel, and dso seal. Device passed all testing criteria post repair.